Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin was leaking at the luer lock from the patient line. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer tightened the luer lock and insulin delivery was resumed.